Manufacturer narrative:
Unit received with flashing medtronic logo immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to flashing medtronic logo. Unable to download due to flashing medtronic logo, download was not successful. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, partially missing display window cover, cracked keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, cracked battery tube area, crack battery tube threads, and scratched case. The battery cap was received with pump with no damage to the cap. Cracks on battery area was confirmed during analysis. Flashing medtronic logo due to severe corrosion on all electronic assemblies. Damaged battery cap was not confirmed. Unable to verify power/battery related alarms/alerts or to verify power/battery anomalies due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported flashing medtronic in the pump, and completely dead and submerged with water. The customer stated that the cracks in the pump and the edge of the battery cap. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the flashing of the medtronic logo and the serialized device being replaced. Troubleshooting was performed for the fluid in the pump, and the pump did not return to normal function, or fluid was reported under the display, or the customer reports hearing fluid when shaking the pump. Troubleshooting was performed for the general documentation. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.